Manufacturer narrative:
Vyaire complaint number (B)(4). The vyaire field service representative (fsr) arrived on site and assessed the device. The fsr replaced solenoid assy on unit, performed fio2 calibration. After new assembly and calibrations were installed, all errors cleared. The unit was returned to service.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator only delivered o2 (oxygen) levels under 90% when 100% selected. At this time, there is no information regarding patient involvement associated with the reported event.